Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had total right hip arthroplasty (B)(6) 2016. Doctor stated that patient had 2 dislocations post primary hip arthroplasty. Doctor decided to perform revison. Upon exposure doctor found all components well fixed and well aligned. Doctor removed well fixed insert by prying out with osteotome and mallet. Doctor removed well fixed femoral head from well fixed stem, and converted to mdm construct. Doctor replaced insert with 38 d mdm liner, and 38d x 38 x 22.2 mdm x3 insert, and replaced head with lfit v40 femoral head 22.2mm x +3mm offset.